Event description:
During operation mega suturecut needle driver wire broke at tip of instrument. Needle driver removed from sterile field.what was the original intended procedure?robotic assisted hysterectomy, bso, sacrocolpopexy and tvt.